Event description:
The patient underwent a surgery on l5/s1 due to disc herniation and instability. It was reported that, intra-op, one cage was implanted on one side of l5/s1, inserter was released. Second cage was inserted on other side into disc space, inserter was loosened to remove but green plastic piece at end of inserter stayed down even though loose sleeve held cage in inserter. As inserter was removed the cage came with it because of the large void created on one side. Surgeon tried to insert a single cage in side with large void and that inserter would not release the cage either. All cages removed without incident. All the products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Product analysis: after visual review and dimensional inspection, no evidence was found that would suggest a defect in the manufacturing process. The instruments appear to be capable of performing their intended function.